Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted to the balloon during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the heavily calcified and heavily tortuous anatomy resulting in the reported difficulty advancing the device and subsequently the balloon ruptured during the second inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a de novo, heavily calcified, heavily tortuous right coronary artery that is 90% stenosed. A 3.25x15mm nc trek neo balloon dilatation catheter (bdc) was used for pre-dilation. During advancement of the nc trek neo bdc, resistance was met with anatomy and once at the target lesion the balloon ruptured on the second dilatation at 8 atmospheres. The nc trek neo was removed and a new unspecified nc trek bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.